Manufacturer narrative:
The exact model number of the concentrator is unknown. The catalog number listed in the report, n049168, is not recognized by invacare. The serial number of the concentrator is not available, so the concentrator's manufacturing date and location cannot be determined. These concentrators are currently manufactured at invacare (B)(4), so their cfn number was used for the MDR filing. This incident is being reported to the FDA based on the evidence that the device experienced an over-pressurization event of the product tank, an overheating event, or a possible precursor to such events. The underlying cause of the alleged issue is unconfirmed. Based on the information provided, this failure mode resembles that involving the perfecto2v ((B)(4)) concentrator which has been previously identified and investigated. Components of the (B)(4) concentrator have been updated to prevent potential recurrence of this issue. This issue also resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted (B)(4) concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. Since the model and serial number of the concentrator are not available, it cannot be definitively confirmed whether the subject device falls within the scope of this field correction. Contact information for the complaint reporter is not available on the maude database, so no further information can be obtained.

Event description:
Invacare identified medwatch report number mw5105996 on the FDA maude database which stated that the patient and his wife heard a loud sound "like a bomb had gone off" in their home, and he discovered that his perfecto oxygen concentrator had blown up. He alleged that pieces of the concentrator had flown across the bedroom, and the device was on fire, which he was able to smother out before calling emergency services. He advised that there's nothing in their home near the device that could have caused this explosion to happen. He stated that he already contacted invacare and received a replacement concentrator. However, his home has an odor of a burning smell, and he is afraid to sleep in the room with the device, since he believes he and his wife could have been injured had they been in the bedroom when the explosion occurred.